Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the pmw35 staplers jammed on the pt. Had to use sutures to close the wound from the staplers.